Event description:
Caller reported that their pump screen was not turning on and remained dark. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.